Event description:
It was reported that a malfunction occurred with the customer's insulin pump, identified by malfunction code 24. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.